Manufacturer narrative:
(B)(4). Lead model 3387s-40 lot# v041389 implanted: (B)(6) 2008 explanted: na; extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; programmer model 37642 serial# (B)(4).

Event description:
It was reported that a physician was concerned about a higher incidence of lead erosion through the skin. The erosion occurred around the lead relief loops, not the stimlock site or the lead/extension connection. It was also reported that the hcp would be rescheduling a revision of extension and electrode analysis in the next 3-4 weeks. Additional information has been requested, but was not available as of the date of this report. Refer to MFR. Report # 3007566237-2012-00702